Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. No visual anomalies were noted. An aspiration vacuum leak test was conducted; no air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; no leaks were noted. Microscopic examination of the seal revealed no anomalies. Review of the device history record was not possible as the lot number is unknown. The reported leak could not be confirmed.

Event description:
During the procedure it was noticed that blood had been leaking out of the hub of the introducer. The sheath was replaced to complete the procedure with no adverse consequences to the patient.